Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by the (B)(6), left femoropopliteal bypass was performed to treat in-stent restenosis of the proximal left superficial femoral artery (sfa) approximately 16 months following the index procedure. The rate of restenosis is not known. Ten days later the patient recovered. The patient is currently in stable condition. The patient was an (B)(6) male. The target lesion was the proximal side of the left superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was 90%. The patient had a 6x60 smart control stent placed in the target lesion without any issue at the time of the index procedure. The patient¿s medical history, including admission diagnoses, is unknown. It is also unknown if the site was pre-dilated prior to stent implantation and if there was any evidence of thrombosis in the device. The patient¿s post-procedure antiplatelet therapy regime is not available. It is unknown if the patient was compliant with antiplatelet therapy. There was no possibility of dissection. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related, therefore, no corrective action will be taken.

Event description:
As reported by the (B)(6), left femoropopliteal bypass was performed to treat in-stent restenosis of the proximal left superficial femoral artery (sfa) approximately 16 months following the index procedure. The rate of restenosis is not known. Ten days later the patient recovered. The patient is currently in stable condition. The patient was an (B)(6) male. The target lesion was the proximal side of the left superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was 90%. The patient had a 6x60 smart control stent placed in the target lesion without any issue at the time of the index procedure. The patient's medical history, including admission diagnoses, is unknown. It is also unknown if the site was pre-dilated prior to stent implantation and if there was any evidence of thrombosis in the device. The patient's post-procedure antiplatelet therapy regime is not available. It is unknown if the patient was compliant with antiplatelet therapy. There was no possibility of dissection.